Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o-rings were replaced to resolve the reported issue. Block a: no report of patient involvement.

Event description:
The hospital reported a malfunction causing a leak greater than 4.5 lpm. There was no report of patient involvement.